Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa and post deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was placed successfully at a2p2. A second clip delivery system (cds) was advanced and placed lateral to the first clip. While establishing final arm angle (efaa), the clip appeared to open slightly. Efaa was attempted several times and the clip would still settle a few degrees. The physician decided to deploy the clip, afterward the clip settled at about 10-15 degrees open. The procedure was completed with the mr reduced to 2. One day post procedure the mr was noted to be reduced to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, a conclusive cause for unintended movement (clip open -efaa) and unintended movement (clip open ¿ locked) could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.